Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain'), hydrosalpinx ('hydrosalpinx') and cholecystectomy ('surgery (other) type of surgery: cholecystectomy/gall bladder surgery') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, dyslipidemia, type 2 diabetes mellitus, c-section (2003, 2009), uterine dilation and curettage (B)(6) 2009) and hypercholesterolemia. Concurrent conditions included lower abdominal pain, cranial nerve sensory neuropathy (2015) and overweight. Concomitant products included amlodipine since 2017, atorvastatin calcium, gabapentin since 2018, hydrochlorothiazide, ibuprofen (motrin), lisinopril, medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010 and metformin hydrochloride (metformin hcl). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced hydrosalpinx (seriousness criterion medically significant), 7 years 8 months after insertion of essure. On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced back pain ("back pain"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, cholecystectomy and back pain outcome was unknown and the hydrosalpinx, dysmenorrhoea, pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cholecystectomy, dysmenorrhoea, hydrosalpinx and pelvic pain to be related to essure. The reporter commented: the plaintiff received treatment for dysmenorrhoea, pelvic pain, abdominal pain complications during removal surgery- repeat/ multiple surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion, other (please describe) both tubes were closed. They seen the coil on one side but not the other. Mammogram - in 2012: normal; in 2016: normal. Pathology test - on (B)(6) 2018: gross description: a. The specimen consists of a tubular segment of tissue with fimbria measuring 7 x 1 cm. Representative sections are submitted in one cassette for microscopic examination. B. The specimen consists of a tubular segment of tissue with fimbria measuring 7 x 1 cm. Representative sections are submitted in one cassette for microscopic examination; on (B)(6) 2018: diagnosis: a. Right fallopian tube. Partial salpingectomy cross section of fallopian tube showing no specific histologic abnormalities b. Left fallopian tube, partial salpingectomy: cross section of fallopian tube showing no specific histologic. Ultrasound pelvis - on (B)(6) 2016: impression: small follicular cysts in both ovaries measuring less than 10 mm otherwise unremarkable pelvic ultrasound; on (B)(6) 2018: impression: cystic tubular structure is suggesting a hydro-salpinx measuring 5.2 x 2.5 x 2.3 cm adjacent to the left adnexa without significant increased color flow. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received : events added- pelvic pain, abdominal pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain'), hydrosalpinx ('hydrosalpinx') and cholecystectomy ('surgery (other) type of surgery: cholecystectomy/gall bladder surgery') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, dyslipidemia, type 2 diabetes mellitus, c-section (2003, 2009), uterine dilation and curettage ((B)(6) 2009) and hypercholesterolemia. Concurrent conditions included lower abdominal pain, cranial nerve sensory neuropathy (2015) and overweight. Concomitant products included amlodipine since 2017, atorvastatin calcium, gabapentin since 2018, hydrochlorothiazide, ibuprofen (motrin), lisinopril, medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010 and metformin hydrochloride (metformin hcl). In 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced hydrosalpinx (seriousness criterion medically significant), 7 years 8 months after insertion of essure. On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced back pain ("back pain"), pelvic pain ("pelvic pain/excruciatig pain"), abdominal pain ("abdominal pain"), nerve compression ("pinched nerve") and intervertebral disc protrusion ("herniated disc of neck"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, cholecystectomy, back pain, nerve compression and intervertebral disc protrusion outcome was unknown and the hydrosalpinx, dysmenorrhoea, pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cholecystectomy, dysmenorrhoea, hydrosalpinx, intervertebral disc protrusion, nerve compression and pelvic pain to be related to essure. The reporter commented: the plaintiff received treatment for dysmenorrhoea, pelvic pain, abdominal pain complications during removal surgery- repeat/ multiple surgeries. Discrepancy noted: date of insertion: 2009, (B)(6) 2010 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion, other (please describe) both tubes were closed. They seen the coil on one side but not the other. Mammogram - in 2012: normal; in 2016: normal. Pathology test - on (B)(6) 2018: gross description: a. The specimen consists of a tubular segment of tissue with fimbria measuring 7 x 1 cm. Representative sections are submitted in one cassette for microscopic examination. B. The specimen consists of a tubular segment of tissue with fimbria measuring 7 x 1 cm. Representative sections are submitted in one cassette for microscopic examination; on (B)(6) 2018: diagnosis: a. Right fallopian tube. Partial salpingectomy cross section of fallopian tube showing no specific histologic abnormalities b. Left fallopian tube, partial salpingectomy: cross section of fallopian tube showing no specific histologic. Ultrasound pelvis - on (B)(6) 2016: impression: small follicular cysts in both ovaries measuring less than 10 mm otherwise unremarkable pelvic ultrasound; on (B)(6) 2018: impression: cystic tubular structure is suggesting a hydro-salpinx measuring 5.2 x 2.5 x 2.3 cm adjacent to the left adnexa without significant increased color flow. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2020: social media received. Event : pinched nerve and herniated disc added. Insertion and explant date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain'), hydrosalpinx ('hydrosalpinx') and cholecystectomy ('surgery (other) type of surgery: cholecystectomy/gall bladder surgery') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, dyslipidemia, type 2 diabetes mellitus, c-section (2003, 2009), uterine dilation and curettage ((b)) 2009) and hypercholesterolemia. Concurrent conditions included lower abdominal pain, cranial nerve sensory neuropathy (2015) and overweight. Concomitant products included amlodipine since 2017, atorvastatin calcium, gabapentin since 2018, hydrochlorothiazide, ibuprofen (motrin), lisinopril, medroxyprogesterone acetate (depo provera) from (B)(6)2010 to (B)(6) 2010 and metformin hydrochloride (metformin hcl). (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced hydrosalpinx (seriousness criterion medically significant), 7 years 8 months after insertion of essure. On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced back pain ("back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, hydrosalpinx, cholecystectomy, dysmenorrhoea and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, cholecystectomy, dysmenorrhoea and hydrosalpinx to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion, other (please describe) both tubes were closed. They seen the coil on one side but not the other. Mammogram - in 2012: normal; in 2016: normal. Pathology test - on (B)(6) 2018: gross description: a. The specimen consists of a tubular segment of tissue with fimbria measuring 7 x 1 cm. Representative sections are submitted in one cassette for microscopic examination. B. The specimen consists of a tubular segment of tissue with fimbria measuring 7 x 1 cm. Representative sections are submitted in one cassette for microscopic examination; on (B)(6) 2018: diagnosis: a. Right fallopian tube. Partial salpingectomy. Cross section of fallopian tube showing no specific histologic abnormalities b. Left fallopian tube, partial salpingectomy: cross section of fallopian tube showing no specific histologic. Ultrasound pelvis - on (B)(6) 2016: impression: small follicular cysts in both ovaries measuring less than 10 mm otherwise unremarkable pelvic ultrasound; on (B)(6) 2018: impression: cystic tubular structure is suggesting a hydro-salpinx measuring 5.2 x 2.5 x 2.3 cm adjacent to the left adnexa without significant increased color flow. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 17-sep-2019: fu 2 & fu 3 processed together. Plaintiff fact sheet received: event injury was replaced with back pain. New events - dysmenorrhea (cramping), surgery (other) type of surgery: cholecystectomy, abdominal pain lower, other injury(ies) or complication (s) please describe: hydrosalpinx were added. Severity of event abdominal pain lower and back pain was updated as severe. Reporter's information, medical history, concomitant drugs, lab data were added. Case is now upgraded from other event to incident.. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.